Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in emergency room feeling faint. Upon interrogation, the right ventricular lead exhibited high capture threshold. The lead was explanted. The patient was in stable condition.